Event description:
It was reported that, when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film in four opsite flexifix gentle 10cmx5m. Incident occurred during set up or inspection; therefore, there was no patient involvement.

Manufacturer narrative:
H10: the device has been returned for evaluation,¿ confirming the reported event. Visual inspection reported silicone residue left on the carrier, functional evaluation confirmed reduced adherence. A documentation review has revealed previous complaints of this nature, highlighting a quality concern. Historical review has confirmed that corrective action is in place and currently in its effectiveness stage. The manufacturing records and processes contain no contributory factors relating the reported event. It is confirmed this product was released after the initiation of the corrective action. The product risk files mitigate the event with the IFU providing adequate delineation. The root cause identified as a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends. Internal complaint reference number: case-2021-00066298-1

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. Visual inspection reported silicone remained on the protective carrier. The functional evaluation confirmed reduced adherence, establishing a relationship between the device and the reported event. The root cause identified as a raw material issue. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.